Event description:
Information received notes that post ventricular lead repositioning, a surface ECG showed evidence that the leads were reversed in the connector ports. The patient was in sinus rhythm at about 85 bpm and not pacemaker dependent. The pocket was opened and the leads were connected to the appropriate connector ports.